Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked casing at the display window corners, cracked battery tube threads, missing end cap sticker, and a cracked reservoir tube lip. The unit was received with a cracked end cap. The unit was unable to perform the basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to the cracked end cap. However, the unit was received with normal operating currents and passed the self test, unexpected restart error test, and off no power test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their blood glucose has been high all day. The patient's blood glucose was 32.0 mmol/l at one point. The customer treated with a 10-unit manual insulin injection and 4-unit injection. The insulin pump casing was coming unglued at one end. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.